Event description:
In 2007, the pt reported that her infusion device was alarming e4 (occlusion). She stated that the error has been occurring every other day. She stated that she rec'd the e4 the night of one day earlier, and she cleared the error and went to sleep. On the original date, her blood glucose was elevated and registered "hi" on her blood glucose monitor when she woke up. She stated that she felt thirsty and she was urinating frequently. She stated that she changed her infusion site and tubing and bolused to return her blood glucose to normal. Her normal blood glucose range is 80-200 mg/dl. To troubleshoot, the pt was instructed to disconnect from her infusion site and perform a bolus into the air. The infusion device alarmed e4. She was then instructed to disconnect her infusion tubing from the infusion device and she was able to perform a bolus without error. The pt was advised to change her infusion set. The pt called back approx 20 minutes later and stated that she rec'd another e4 after changing her infusion set. She stated that she believed the issue was related to her adapter. A replacement adapter was sent to the pt. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.